Manufacturer narrative:
Updated data: b5 - added third paragraph h6 - annex a, annex g, annex b, annex c, annex d product analysis: transthoracic echocardiogram (tte) imaging from (B)(6) 2025 was reviewed. The evolut implant appeared to be at a good depth. Aortic valve prosthetic leaflets were thickened and calcified with restricted mobility. The aortic valve mean gradient was 17 mmhg, and the peak velocity was 2.93 meters per second (m/s). Moderate aortic insufficiency was present, with pressure half-time (p½t) of 326 ms (200-500 ms = moderate). The posterior mitral valve leaflet was calcified and immobile, while the anterior leaflet was calcified with limited excursion. Moderate mitral regurgitation was noted, with two jets observed. A pacer wire was visualized in the right heart. Moderate to severe tricuspid regurgitation and mild to moderate pulmonic insufficiency were present. Ejection fraction was approximately 45¿50%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, echocardiogram showed a mean gradient increase from 7 millimeters of mercury (mmhg) to 12 mmhg. No treatment was provided. No adverse patient effects were reported. Additional information received indicated that at the 5 -year follow up visit a surface echocardiogram measured a left ventricular ejection fraction (lvef) of 60%, an av peak velocity of 2.25 meters per second (m/s), a stroke volume index (svi) of 42 ml/m2, an aortic valve area (ava) of 1.8 cm2, and a dimensionless index (di) of 0.57. Mild mitral valve regurgitation with a mitral mean gradient of 5 millimeters of mercury (mm hg) which increased from 3 mmhg from the year before, and minimal tricuspid regurgitation (tr). The transcatheter aortic valve had normal appearance and regurgitation was not present. An anticoagulant would continue with serial transthoracic echocardiograms (tte). Approximately 8 years and 3 months following the valve implant an echocardiogram the patient presented to the emergency department for left sided chest pain and stable shortness of breath after not taking a diuretic for 2 days. A transthoracic echocardiogram (tte) showed a preserved ejection fraction (ef) of 50%. Pericarditis was absent. Mild aortic regurgitation was present. A heart failure exacerbation was reported. A diuretic, steroid and 2 corticosteroid were started to help with the pain. The chest pain improved and the patient was discharged 7 days later with the event reported as resolved with no sequelae. App roximately 38 days later the patient presented to the emergency department due to worsening shortness of breath as the nebulizer has not improved the patient¿s symptoms. Hospital admission for acute chronic diastolic heart failure was required. Tte identified moderate transvalvular prosthetic regurgitation, a mean gradient of 17 mmhg, and an ejection fraction of 45%. During the hospitalization hypotension developed which required intensive care unit (ICU) care and an emergent intubation 2 days following initial presentation. The patient became unresponsive without a pulse. Telemetry showed ventricular fibrillation. Cardiac arrest occurred. After 30 minutes of advanced cardiovascular life support (acls) the return of spontaneous circulation (rosc) did not occur. The patient died this same day. As reported, the prosthetic valve degeneration led to the hospitalization and the cardiac death was related to the transcatheter aortic valve. An autopsy was not performed. Additional information received included findings from an unscheduled tte performed one day prior to death. Mobile echocardiogram density was seen in the right atrium, attached to the right ventricle pacemaker lead. The permanent pacemaker was a non-medtronic device. The transcatheter aortic valve replacement (tavr) stent may not have been fully expanded in four views from tte. Tavr had moderate or moderate to severe transvalvular leakage. Valve thickening and restricted motion could be appreciated. The tavr cage could not be fully expanded based on the parasternal long-axis (plax) view. The significance of the transvalvular aortic regurgitation (ar) had increased compared to the echocardiogram approximately eleven months earlier. The transvalvular ar was moderate to severe, or even severe. Per the physician the valve cause/contribute to the death. The patient had prosthetic valve degeneration with elevated mean gradient of 17 mmhg that was previously 7mmhg. Additional evidence was that new moderate aortic insufficiency was present. The physician believed that the patient¿s underlying medical history also caused/contributed to the death.

Manufacturer narrative:
Updated data: b5 - added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, echocardiogram showed a mean gradient increase from 7 millimeters of mercury (mmhg) to 12 mmhg. No treatment was provided. No adverse patient effects were reported. Additional information received indicated that at the 5 -year follow up visit a surface echocardiogram measured a left ventricular ejection fraction (lvef) of 60%, an av peak velocity of 2.25 meters per second (m/s), a stroke volume index (svi) of 42 ml/m2, an aortic valve area (ava) of 1.8 cm2, and a dimensionless index (di) of 0.57. Mild mitral valve regurgitation with a mitral mean gradient of 5 millimeters of mercury (mm hg) which increased from 3 mmhg from the year before, and minimal tricuspid regurgitation (tr). The transcatheter aortic valve had normal appearance and regurgitation was not present. An anticoagulant would continue with serial transthoracic echocardiograms (tte). Approximately 8 years and 3 months following the valve implant an echocardiogram the patient presented to the emergency department for left sided chest pain and stable shortness of breath after not taking a diuretic for 2 days. A transthoracic echocardiogram (tte) showed a preserved ejection fraction (ef) of 50%. Pericarditis was absent. Mild aortic regurgitation was present. A heart failure exacerbation was reported. A diuretic, steroid and 2 corticosteroid were started to help with the pain. The chest pain improved and the patient was discharged 7 days later with the event reported as resolved with no sequelae. App roximately 38 days later the patient presented to the emergency department due to worsening shortness of breath as the nebulizer has not improved the patient's symptoms. Hospital admission for acute chronic diastolic heart failure was required. Tte identified moderate transvalvular prosthetic regurgitation, a mean gradient of 17 mmhg, and an ejection fraction of 45%. During the hospitalization hypotension developed which required intensive care unit (ICU) care and an emergent intubation 2 days following initial presentation. The patient became unresponsive without a pulse. Telemetry showed ventricular fibrillation. Cardiac arrest occurred. After 30 minutes of advanced cardiovascular life support (acls) the return of spontaneous circulation (rosc) did not occur. The patient died this same day. As reported, the prosthetic valve degeneration led to the hospitalization and the cardiac death was related to the transcatheter aortic valve. An autopsy was not performed. Additional information received included findings from an unscheduled tte performed one day prior to death. Mobile echocardiogram density was seen in the right atrium, attached to the right ventricle pacemaker lead. The permanent pacemaker was a non-medtronic device. The transcatheter aortic valve replacement (tavr) stent may not have been fully expanded in four views from tte. Tavr had moderate or moderate to severe transvalvular leakage. Valve thickening and restricted motion could be appreciated. The tavr cage could not be fully expanded based on the parasternal long-axis (plax) view. The significance of the transvalvular aortic regurgitation (ar) had increased compared to the echocardiogram approximately eleven months earlier. The transvalvular ar was moderate to severe, or even severe. Per the physician the valve cause/contribute to the death. The patient had prosthetic valve degeneration with elevated mean gradient of 17 mmhg that was previously 7mmhg. Additional evidence was that new moderate aortic insufficiency was present. The physician believed that the patient¿s underlying medical history also caused/contributed to the death. Additional information was received from the physician that the mobile echo density in the ra attached to the rv pacemaker lead was not thrombus and the valve did not contribute to the mobile echo density in the ra attached to the rv pacemaker lead. There was no thrombus on the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, echocardiogram showed a mean gradient increase from 7 millimeter of mercury (mmhg) to 12 mmhg. No treatment was provided. No adverse patient effects were reported. Additional information received indicated that at the 5-year follow up visit a surface echocardiogram measured a left ventricular ejection fraction (lvef) of 60%, an av peak velocity of 2.25 meters per second (m/s), a stroke volume index (sv)I of 42 ml/m2, an aortic valve area (ava) of 1.8 cm2, and a dimensionless index (di) of 0.57. Mild mitral valve regurgitation with a mitral mean gradient of 5 millimeters of mercury (mm hg) which increased from 3 mmhg from the year before, and minimal tricuspid regurgitation (tr). The transcatheter aortic valve had normal appearance and regurgitation was not present. An anticoagulant would continue with serial transthoracic echocardiograms (tte). Approximately 8 years and 3 months following the valve implant an echocardiogram the patient presented to the emergency department for left sided chest pain and stable shortness of breath after not taking a diuretic for 2 days. A transthoracic echocardiogram (tte) showed a preserved ejection fraction (ef) of 50%. Pericarditis was absent. Mild aortic regurgitation was present. A heart failure exacerbation was reported. A diuretic, steroid and 2 corticosteroid were started to help with the pain. The chest pain improved and the patient was discharged 7 days later with the event reported as resolved with no sequelae. App roximately 38 days later the patient presented to the emergency department due to worsening shortness of breath as the nebulizer has not improved the patient¿s symptoms. Hospital admission for acute chronic diastolic heart failure was required. A tte identified moderate transvalvular prosthetic regurgitation, a mean gradient of 17 mmhg, and an ejection fraction of 45%. During the hospitalization hypotensive developed which required intensive care unit (ICU) care and an emergent intubation 2 days following initial presentation. The became unresponsive without a pulse. Telemetry showed ventricular fibrillation. Cardiac arrest occurred. After 30 minutes of advanced cardiovascular life support (acls) the return of spontaneous circulation (rosc) did not occur. The patient died this same day. As reported, the prosthetic valve degeneration led to the hospitalization and the cardiac death was related to the transcatheter aortic valve. An autopsy was not performed.

Manufacturer narrative:
Updated data: h6 - annex b, annex c, annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.